Manufacturer narrative:
His supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 (serial number, UDI number) and h4. The device was not returned to zoll medical corporation for evaluation. Instead, the clinical file of the customer's report was provided. Review of the clinical file shows the device was notifying the user of a connection problem between the pads connector and multifunction cable during the event. However, without receipt of the device, accessories, or activity logs, additional testing could not be performed. There was no fault found with the device based on the clinical log review. The customer was contacted to review the investigation results based on the log. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.